Manufacturer narrative:
Additional info: skive/gouge microscopically identified which appears to start at approximately the start of the 2nd thread and continues around the flank until an approximate ~3mm burr is generated, consistent with overloading of the device. The set screw is able to be engaged without issue up to the burr.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 5530130, 510k # k113174 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure at l2-5. It was reported that the set screws cross threaded during insertion into the bone screw. The screw was removed and it was found that the surface of the set screw came off. The fragments were removed and a new set screw was placed. No patient complications were reported.